Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was noted in clinic. A session record and further details are required to properly diagnose and measure the oversensed episode.